Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with corroded battery tube.

Event description:
The customer's father reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated there is cracked on entire display screen. The customer stated that the device was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.